Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 month following the implant of this transcatheter bioprosthetic valve, the day after being discharged from hospital, the patient was re-hospitalized due to a pubic fracture. On the same day, the patient developed cardiopulmonary arrest. Atrial fibrillation (af) and atrio-ventricular (av) block were observed on the monitor. Despite cardiac massage being performed, the patient passed away.

Event description:
Additional information was received that per the physician, although the valve cannot be definitively ruled out as a contributing cause to the death, following the valve implant no issues were reported and it is unlikely that the valve was affected.

Manufacturer narrative:
Updated data: b5 b7 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.